Event description:
Clinical trial. It was reported that post index procedure, the pt died. The index procedure treated a lesion in the proximal circumflex (cx). The lesion was 3.0 mm wide, 10 mm long, and 80% stenosed. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express2 stent. Post dilatation stenosis was 0%. At the time of index procedure a non-target lesion in the distal left anterior descending (lad) artery with a reference vessel diameter of 2.5 mm, a length of 8 mm and 90% stenosis was treated with another manufacturers 2.75 x 13 mm stent. The pt was discharged one day later on aspirin and plavix. The site discovered through use of a search company that the pt had expired. No date, cause or place of death was found. The social security death index was searched and came back "no results found". Per investigator, the relationship to the study device is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.